Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000481, serial/lot #: (B)(4). A medtronic representative went to the site to test and service the equipment. The mobile view station (mvs) uninterruptible power supply (ups) battery was not holding charge. The battery was replaced, thus resolving the issue. The system then passed the system checkout and was performing as intended. No parts were returned for further evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the system¿s uninterruptible power supply (ups) battery was not holding charge. There was no patient involved.